Manufacturer narrative:
Product complaint # ==> (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a laparoscopic left salpingectomy, for simple cyst of fallopian tube, on (B)(6) 2019 and suture was used. The suture broke when ligaturing vessels during the procedure. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.